Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event, and not use/user error as previously reported as the balloon was inflated within the rated burst pressure. Bsc ID# (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel of the arm. A 10.0 x40, 75cm gladiator¿ balloon catheter was advanced for dilation. However, on the first inflation at 12 atmospheres, the balloon ruptured. The balloon remained intact and was completely removed from the patient. The procedure was completed using a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause has been determined to be use/user error as the balloon was inflated over the rated burst pressure. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel of the arm. A 10.0 x 40, 75cm gladiator¿ balloon catheter was advanced for dilation. However, on the first inflation at 12 atmospheres, the balloon ruptured. The balloon remained intact and was completely removed from the patient. The procedure was completed using a different device. No patient complications were reported and the patient's status was fine.